Event description:
The complainant reported a 79-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Following direct cardioversion during impella support, a rise in motor current was observed and the pump subsequently stopped. Attempts to restart the device with a new aic failed and the decision was made to remove the pump. Patient support was maintained via ECMO and an intra-aortic balloon pump. There was no harm to the patient as a result of the pump stop.

Manufacturer narrative:
The impella device was returned and is pending evaluation. Upon completion of the evaluation, a supplemental MDR will be filed.

Manufacturer narrative:
Following the initial report, the pump was returned for further evaluation. A review of the data logs verified that the motor current spiked resulting in a pump stop. A visual inspection of the returned pump discovered that a thrombus was wrapped around the impeller. Upon conclusion of the evaluation, the pump stop was confirmed and the cause was traced to biomaterial in the impeller. Should additional relevant information become available, a follow up report will be submitted.